Event description:
The account alleged they were having rising issues with the mattresses and are seeing a bedsore increase since using these beds. No info on injury allegation.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.